Manufacturer narrative:
Summarized patient outcomes/complications of tendyne valve were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, hypertension, atrial fibrillation or flutter, heart failure, and severe mitral regurgitation. Complications reported included shock, cardiac arrest, heart failure, bleeding, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: CT based annular dimensions in transcatheter mitral valve replacement: a multicenter registry study b2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "CT based annular dimensions in transcatheter mitral valve replacement: a multicenter registry study", was reviewed. This research article is a retrospective multicenter experience to evaluate the association between preprocedural computed tomography (CT)-derived mitral annular dimensions and one-year cardiac mortality in transcatheter mitral valve replacement (tmvr). The device included in this study was tendyne. The article concluded that 4d-CT derived larger annular dimensions and annular area loss were associated with increased one-year cardiac mortality after tmvr and may be related to postinterventional hemodynamic changes, as impaired left ventricular filling (ppm), left ventricular outflow tract obstruction (lvoto), and failed reverse remodeling (frr). This study included patients undergoing tmvr from 01 january 2020 t0 30 june 2023. A total of 145 patients were included in the study, all of which received an abbott device. The average age was 74.9 years. The majority gender was male. Comorbidities included coronary artery disease, hypertension, atrial fibrillation or flutter, heart failure, and severe mitral regurgitation.